Manufacturer narrative:
Failure analysis of the battery was completed and root cause was attributed to a damaged capacitor. A replacement battery was provided to the end user.

Event description:
On 3/27/2023, it was reported a thermal event involving a power x1 battery occurred. While the ambulance was parked at the end user facility, a medic became aware of the smell and presence of smoke. Upon investigation it was discovered the subject battery was smoking. The battery was was removed from the truck and placed in a bucket of water. The battery was not installed on the stretcher at the time of incident and the customer stated it was not being actively charged at the time of incident. The subject battery has been returned and is being evaluated by the battery manufacturer.

Event description:
On 3/27/23, it was reported a thermal event involving a power x1 battery occurred. While the ambulance was parked at the end user facility, a medic became aware of the smell and presence of smoke. Upon investigation it was discovered the subject battery was smoking. The battery was was removed from the truck and placed in a bucket of water. The battery was not installed on the stretcher at the time of incident and the customer stated it was not being actively charged at the time of incident. The subject battery has been returned and is being evaluated by the battery manufacturer.